Event description:
Customer reported the system is displaying a filament error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a tube filament calibration. System operates as intended.